Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient presented to the emergency room and treated with unspecified medication; subsequently, the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.